Manufacturer narrative:
Review of the device history records indicates that devices were manufactured and accepted into final stock with no reported discrepancies. There have been one more event for the lot referenced. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have one more event for the lot referenced. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. Not available.

Event description:
Patient called and stated that he had a right hip replacement on (B)(6) 2010. On or about (B)(6) 2017 he started experiencing pain and couldn't walk without a limp.

Event description:
Patient called and stated that he had a right hip replacement on (B)(6) 2010. On or about (B)(6) 2017 he started experiencing pain and couldn't walk without a limp.

Manufacturer narrative:
This event is confirmed to be in the scope of ra 2012-067 and is being reported under aer e2013004.